Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient experienced dizziness due to inhibition of pacing and stimulation pause. Lead noise for both leads and episodes of oversensing were also noted. The device was explanted and replaced. The patient was in excellent condition post-procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. No noise was observed during testing.